Event description:
It was reported that the pulse generator exhibited backup operation. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Should have been (B)(6) 2011 rather than (B)(6) 2011. Should have been 190, 54 rather than 708, 78. Analysis found that the pulse generator was in backup mode. After downloading the product code, normal function ensued.